Manufacturer narrative:
D2a common device name: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information indicates that the balloon inflated as expected prior to use. This means the balloon was intact and functioning prior to advancement down the endoscope accessory channel. The instructions for use (IFU) states, "once balloon is endoscopically visualized in duodenum, turn stopcock to open position and deflate balloon." Prior to distribution, all fusion quattro extraction balloon are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography procedure, in the common bile duct, the physician used a cook fusion quattro extraction balloon for stone removal. It was reported that the nurse inflated the balloon with air, before insertion, and there were no problems. The balloon was inflated inside the biliary duct. After sweeping the duct, the user attempted to deflate the balloon using a syringe to reduce its size; however the balloon would not deflate. Despite several attempts, the balloon could not be deflated. As such, the balloon was forcefully pulled out and it burst. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.